Event description:
It was reported that post-op a laparoscopic gastric bypass procedure, the patient developed a leak at the lateral staple line from the gastric jejunostomy. The patient was brought back to the or. Additional followup provided, "did the doctor have any difficulties during the initial procedure? Nohas the dr been inserviced? Yeswhat color cartridge was being used? Bluehow many firings were performed? Probably the 3rd or 4th blue firing, but overall, about the 5th or 6th firing of the gunupon the patients return to the or were staples present? Malformed? Staples were present and they were not malformedhow is the patient currently? Resolvedis the patient expected to have a full recovery? Yes"

Manufacturer narrative:
Date sent: 11/17/2009: information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.